Event description:
According to the enclosed medwatch, the pt's nipple was burned in two places during a breast augmentation. The customer indicated that the pt was "badly" burned and plastic surgery may be needed.